Event description:
It was reported that the patient was presented in clinic with pleuritic chest pain and shortness of breath. It was determined there was a micro perforation due to the right ventricular (rv) lead . The rv lead was repositioned successfully on (B)(6) 2021. The patient was in stable condition.